Manufacturer narrative:
This event could be confirmed as the surgeon provided a few photos, which showed the device belonged to another patient. The surgeon had to abort the surgery until the correct device was sent on (B)(6) 2023. Improper patient identification in communication, lack of proper work instruction, and human error contributed to this event.

Event description:
It was reported that while patient was under anesthesia, the surgeon discovered that the wrong custom implant was sent and could not be used. Due to the wrong custom implant being sent, the surgery was aborted and a second surgery was completed the following day when the correct custom implant was received.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that while patient was under anesthesia, the surgeon discovered that the wrong custom implant was sent and could not be used. Due to the wrong custom implant being sent, the surgery was aborted and a second surgery was completed the following day when the correct custom implant was received.